Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that volumetric accuracy test is out of tolerance. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
UDI number one device was returned for evaluation. Visual inspection revealed no physical damage. The event history log was reviewed and functional testing was able to replicate the reported issue; the volumetric accuracy test was out of tolerance. The root cause was determined to be that preventive maintenance was needed. Preventive maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.